Event description:
It was reported that 5 out of 12 electrode channels were disabled because, the electrode was progressively migrating out of cochlea. The pt was reimplanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report, the device was explanted due to the active electrode array having migrated partially (5 channels) out of cochlea. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report. (B)(4).